Event description:
It was reported that patient underwent an initial total hip arthroplasty on (B)(6) 2015. During the procedure, the liner would not seat into the acetabular cup. Another liner was attempted, but after multiple attempts the acetabulum fractured. Another acetabular cup and liner were utilized to complete the procedure. A delay over 30 minutes occurred.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 3 states, "intraoperative bone perforation or fracture may occur, particularly in the presence of poor bone stock caused by osteoporosis, bone defects from previous surgery, bone resorption, or while inserting the device." Under warnings states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." The following sections could not be completed with the limited information provided. Initial reporter - unknown. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2015-02626 / 02628).